Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, therefore no further information could be obtained.